Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump leading to pump shutting down . There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.